Event description:
Reportedly, oversensing was observed in the ventricular channel in stored arrhythmia episodes. The characteristics of the noise suggest a lead or a connection issue. Patient care recommendations were provided (evaluation of the benefit of a re-intervention) and another follow-up was performed. The physician attempted, unsuccessfully, to reproduce the noise with provocative maneuvers. An x-ray of the implanted lead did not evidence any sign of a lead failure. A re-intervention is scheduled.

Event description:
Reportedly, oversensing was observed in the ventricular channel in stored arrhythmia episodes. The characteristics of the noise suggest a lead or a connection issue. Patient care recommendations were provided (evaluation of the benefit of a re-intervention) and another follow-up was performed. The physician attempted, unsuccessfully, to reproduce the noise with provocative maneuvers. An x-ray of the implanted lead did not evidence any sign of a lead failure. A re-intervention is scheduled.